Event description:
Dealer states the tires on both the left and right keep coming off the rim.

Manufacturer narrative:
This type wheelchair was rubber tire. Tires keep coming off rim due to not properly seated inside of rim, and the hardness of the tire not enough. 1: rework inventory products, replace the rear tire allegedly came off the chair. Responsible person: (B)(4), date: (B)(4) 2015. 2: make come off test for this type of chair. Responsible person: (B)(4), date: (B)(4) 2015. 3: test the hardness of tire from this type wheelchair, make sure all tires on the wheelchair should be meet the requirement. Responsible person: (B)(4) 2015.